Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a device check, this pacemaker was found to be exhibiting noise on the right ventricular (rv) channel. The noise was oversensed and resulted in pacing inhibition. The duration of asystole is unknown, but the patient is dependent. At this time, the patient is expected to be seen, but has not shown up for the appointments. The products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated that the device was explanted. The rv and ra leads were also surgically abandoned and replaced with another manufacturer's leadless pacemaker. At this time, the device has not been returned. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received indicated that the device declared elective replacement time (ert) one day following the device check. It was reported that the patient was symptomatic. It was also reported that the patient experienced a syncopal episode and fell. The patient presented to the clinic following the fall due to back pain. There was no indication of noise on the rv lead and noise was not able to be created. However, the rv sensitivity was changed from 2 mv to 5 mv in an attempt to reduce oversensing. The patient's cardiologist has been consulted and it is likely that the rv lead will be revised during the device replacement procedure. No additional adverse patient effects were reported.